Manufacturer narrative:
The field service engineer inspected the architect (B)(6) and confirmed the instrument automatically shut down when a startup was attempted. The dc power supply assembly was replaced and deemed the likely cause for the event. No charring or burn components were noted during troubleshooting. A review of the service history revealed no additional issues of a burning smell or sparks for the architect (B)(6) on or around the date of the complaint. Tracking and trending was reviewed for tickets with replacement of the dc power supply assembly and the architect i1000 with regard to the complaint issue; no trends were identified for either. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn smell and sparks were limited to the supply, assy, dc power (rohs); no damage was observed to the part and the no damage spread to other parts of the instrument. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the dc power supply assembly.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed a burned smell with the ups and shut down the architect i1000sr. The account tried to turn on the architect i1000sr but the instrument switch shut off. The ups was turned off and disconnected from the architect i1000sr. The architect i1000sr was plugged directly to the wall outlet and turned on with a spark observed inside the power supply. The architect i1000sr was turned off. The account disconnected the architect i1000sr from the wall, reconnected to the ups, turned it on and configured as an inverter and it worked. No injury was reported.